Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 guide wire / fdw selection incorrect.

Event description:
It was reported that the procedure was to treat the common femoral artery (cfa) with heavy calcification, mild tortuosity and 80% stenosis. The emboshield nav6 embolic protection system (eps) was used with a wire from another manufacturer and orbital atherectomy was performed. During orbital atherectomy, the filter was observed to be overfilled causing an occlusion, therefore a catheter was used to aspirate the debris in the filter. During removal of the emboshield nav6 eps, the filter met resistance with the wire from another manufacturer and with the thrombectomy catheter and separated into two pieces but remained on the wire. The filter was able to be retrieved when pulled back into the 6f sheath. No pieces remained in the patient anatomy. There were no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported filter separation was confirmed. The reported difficult to remove could not be replicated as it was related to procedural circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and evaluation of the returned device, the reported difficulties appear to be due to circumstances of the procedure. The reported difficulty removing was a result of an excessive embolic load causing occlusion of the vessel resulting in unexpected medical intervention using a thrombectomy catheter to aspirate the debris from the filter. As a result of interaction with the thrombectomy catheter, the filtration membrane separated but remained on the viper wire. The emboshield nav6 instruction for use states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element.¿ in this case, it could not be determined if using the emboshield nav6 with the viper wire caused or contributed to the difficulties. The reported patient effect of obstruction/occlusion is listed in the emboshield nav6 instructions for use, as a known potential adverse event associated with carotid stents and embolic protection systems. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.